Manufacturer narrative:
Findings: pump received with broken battery cap, partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 157 mg/dl. Customer reported the battery cap is missing and broken around the housing of the battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.